Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the vela ventilator, it is alarming xdcr fault, low pip, low ve, high pip, circuit disconnect. The customer stated there was no patient involvement associated with this event.